Event description:
It was reported that during placement of the viabahn endoprosthesis device inside a wallstent device, the deployment line broke. The clinician attempted to complete deployment of the device using a balloon but failed. The pt was converted to a fem-fem crossover procedure and the device was left in the pt. Co's understanding is the pt is fine. The clinician is not making an allegation of product deficiency.